Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit did not alarm when the feed tubing emptied. No patient was involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of bag emptied before alarm. The unit was triaged and the reported issue could not be confirmed at this time; unit was tested and was within specification. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.